Event description:
Meter was flashing the time on the display. The patient attempted to test while experiencing symptoms of hypoglycemia. But when powering on the meter, the display was flashing the time. Relative assisted in resetting the meter and the patient was able to test blood glucose. The result was 55 mg/dl. Patient had something to eat and felt better afterwards. The issue with the meter was not resolved with troubleshooting. The malfunction appears to be due to a spontaneous powere interrupt. However, there is no evidence of the meter contributing to a serious injury. The patient was experiencing symptoms at the time of testing. A replacement meter is being sent.